Manufacturer narrative:
H11: h2: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per investigation results, the metal fragment does not belong to the three reported devices after evaluation, these devices were received intact with no fracturing of any metal and functioned as intended. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during an arthroscopic procedure, it was found that a piece of metal remained in the patient body. A firstpass mini suture passer, a fast-fix flex suture system and a novocut suture manager were used in the procedure but is is unknown from which product the metal piece fell off. The piece was removed from patient when it was noticed. Further details are not available.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product information was provided and thus an instructions for use review, risk management review could not be conducted. The complaint item and 3 concomitant devices were returned. The complaint item is a fragment from the end of a very narrow metal rod. The distal end of the fragment is rounded and smooth, the proximal end is rough and uneven. The concomitant devices are intact with no fracturing of any metal. A review of the customer supplied image (50x magnification) finds the complaint item on a grey field. The distal end is rounded and the proximal end rougher. A functional evaluation was performed on all of the concomitant devices returned. The suture passer functions, with the actuator working properly. The fast fix suture manager cycles as intended and the novocut also actuates as intended. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: correction on b5, d3 and contact office - manufacturing site.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after an arthroscopic procedure, it was found that a piece of metal remained in the patient body. A firstpass mini suture passer, a fast-fix flex suture system and a novocut suture manager were used in the procedure but is unknown from which product the metal piece fell off. The piece was removed from patient. Further details are not available.